Manufacturer narrative:
Concomitant medical products: vanguard tibial locking bar, item number: 195762, lot number: unknown. This report is number 1 of 2 mdrs filed for the same patient (reference 0001825034-2017-00457).

Event description:
It was reported the bearing would not sit flush in the tibial tray.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Concomitant medical product: item name: vgxp xp e1 tib brg rl, catalog number: 195762; item name: series a 3 peg std 34x8.5, catalog number: 184766, lot number: 127830; item name: vgxp xp med tib brg rt 9x63, catalog number: 195842, lot number: 869200; item name: vang xp inlk femoral rt 65, catalog number: 195910, lot number: 729560; item name: vang xp inlk pri tib tray 67mm, catalog number: 195753, lot number: 906680.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. The components were reviewed for compatibility with no issues noted. Root cause was unable to be determined. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.